Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4)

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2013, the subject presented with stable angina (ccs classification: 2) and was referred for cardiac catheterization. Target lesion #1 was located in the mid right coronary artery (rca) with 80% stenosis and was 17 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent and the residual stenosis was 20%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died of unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.